Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 1.6 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump was tilting out, and she didn't feel the catheter was working to give her drug. The surgeon aspirated the catheter easily, and a CT also revealed good positioning. The pump was secured during the pump pocket revision. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.